Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in two portions for analysis. Visual examination found an external insulation abrasion insulation at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. No other anomalies were identified.